Event description:
It was reported that during routine check, several high ventricular rate and noise reversion episodes were observed. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017 due to lead noise. Insulation breach was noted on the capped lead. The patient's condition was stable before, during and after the procedure.